Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code-batch for the same issue. We manufactured and distributed in the market 11,880 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without any closed and/or defective sample, we cannot carry out an analysis in order to take a decision. However, considering that there are two previous complaints of this code-batch for the same issue (one of them closed as confirmed), we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Furthermore, needle attachment strength results conducted on samples before releasing the product were 0.72 kgf in average and 0.53 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received from a previous complaint showed that the needle escaped from the thread. Final conclusion: considering that the results of the samples received in the previous complaint do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that a monosyn synthetic absorbable surgical suture needle was found detached prior to use and replaced immediately.